Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, self test, off no power test and operating currents. No frozen screen, no a17 alarm, no a21 alarm, no battery out of limit alarm noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported several excess "no delivery" alarms. The customer also reported her insulin pump freezing on her. The customer stated her blood glucose was under 150 mg/dl, but she could not remember. Troubleshooting found an battery out limit alarm. Troubleshooting found the insulin pump passed the self test. The customer also reported several cracks on her insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information.